Event description:
It was reported that this right ventricular (rv) lead was not working. It was found to be fractured. A temporary pacing lead was successfully placed. No additional adverse patient effects were reported. Currently, this lead remains in service.